Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker experienced cardiac effusion. Additional information received which indicated that an echo was performed, and the pericardial effusion was noted in which the amount of the pericardial fluid remained unchanged and was under observation. As of this time, the device remains in service. No adverse patient effects were reported.